Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylosis and underwent posterior fixation with magerl method. During the surgery, the tip of the guide wire was broken during making pilot hole with power tool. Since the tip of the broken part was coming out of the bone surface, it was pulled out with a plier of the hospital. After that, a new guide wire was opened to deal with it. No patient complications occurred as a result of the event.